Event description:
Paramedics responded to a possible stroke victim. The device was connected to the patient with ECG electrodes and transported to the hospital. The reporter states that, after approximately 12 minutes into monitoring, the device screen went blank and the service light came on. Device power was cycled but the reporter said the device would not boot up beyond the "splash" screen then the service light would again appear. The patient was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.